Event description:
During the routine follow-up of the device involved in this report, the physician printed an episode that was stored in device memory : the printout exhibited detailed info that were not related to the selected episode.

Manufacturer narrative:
Jan 13, 2010. This event concerns a device that was manufactured and used outside the united states. Method code: review of the electronic data and files received. (B)(4). Conclusion: review of ICD software specifications confirmed that the ICD operated as specified: in this particular circumstance where the ICD invokes its priority arbitration scheme, it does not reset the event log of the lowest-priority episode.